Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample bag was received without its original package along with a picture for evaluation. Analysis of the picture showed a greyish foreign body of circular shape incorporated inside of the product, specifically in the point where the injection port is inserted inside the bag. The sample was visually inspected and there was one piece of metal shavings identified. Specifically, the foreign matter was embedded into the tubing wall without the possibility of moving. Based on the position of the foreign matter, it was determined that the contamination occurred during the welding phase of the tubes between the two eva sheets of the bag. This phase is semi-automatic and takes place on one of the clean room welding rides and escaped the following visual check during manufacturing. The involved manufacturing personnel have been informed and alerted. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: noted a metal looking particulate in lip fill port once filled. Noted before product left pharmacy.